Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call, the insulin pump wasn't delivering insulin properly and was hospitalized. Customer's blood glucose was over 300 mg/dl, 398 mg/dl when she was admitted. Customer went to the emergency room as she was running high and boluses weren't delivering correctly. Customer was off the insulin pump the day prior to the hospitalization and was treating with manual injections. However, when she was at the hospital she was advised to bolus with her device twice before they decided to put her on insulin drip. Customer declined troubleshooting and requested replacement. She agreed to return the device for analysis.